Manufacturer narrative:
Additional preventative maintenance was performed on the device.

Event description:
It was reported that the device overheated during testing at the user facility. There was no patient involvement and no adverse consequences alleged with this event.